Manufacturer narrative:
As reported, the patient developed an infection post use of arista ah, the cause of the infection is undetermined per surgeon. Based on the information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative infection is a known inherent risk of surgery. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : used on patient.

Event description:
As reported, the patient underwent a total laparoscopic hysterectomy surgery, arista ah and adspray (adhesion barrier) were used at the final lymphadenectomy site. It was reported that two weeks post usage, the patient presented to the outpatient clinic with an infection. As reported per surgeon the source of the infection was not known and could not be identified.